Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. There were no adverse consequences to the patient. Additional information had been requested from the clinic about how they will proceed with care.

Manufacturer narrative:
Additional information was received about the patient's information. This report is being sent to update the patient's weight.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.